Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately high compared to feelings. The readings were 140-172 mg/dl. The pt saw medical professional, no reading reported and no symptoms reported. The pt's actos was increased to 30 mg/dl. The customer care rep performed troubleshooting and the control solution test was not within range. Based on the info obtained from the pt there is indication the product malfunctioned; however no indication this led to a serious injury.